Manufacturer narrative:
The report is being submitted as a result of corrective measure to FDA finding.

Event description:
According to the incident report of danish medicines agency, the pt developed edema, blisters and reddening after treatment with gluma desensitizer (gd). Due to further questioning of the dentist, we got the following additional info via mail on (B)(6) and via phone on (B)(6): the dentist applied the gd directly after preparation of a tooth immediately before taking the impression. For this purpose, he soaked a cotton pellet with some drops from gd and wiped the tooth all around the prepped clean stump. He neither blew the residual product nor did he rinse the gd off after the application time. He made an impression and placed a provisional which was removed after a few days. At this time, he cleaned the remnants of the provisional cement and desensitize this vital tooth at the same time again with a soaked cotton pellet without blowing and rinsing off the residual gd. He cemented the final restoration on the cleaned tooth stump and thereafter, the reddening and swelling of the adjacent gingiva and at the mucous membrane around the tooth on the cheek developed. The dentist stated that he has used gd this way for about 15 years and never experienced such an adverse event.